Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose drive support disk. Unable to confirm a33 alarms or perform the prime test due to motor error alarms. The insulin pump had minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.